Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation addresses the customer¿s complaint in this case and did not identify any trend or potential root cause that would indicate that the product is not meeting specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer was unable to test due to the adc glucose meter not powering on with button press or strip insertion. The customer was unable to monitor glucose and was treated with insulin (dose/type unknown) by a third-party as advised by his doctor. There was no report of death or permanent injury associated with this event.